Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 20 mg/dl. The customer was admitted to the hospital. After the troubleshooting was done, customer was advised to speak with their health care provider regarding low blood glucose. The customer was advised to monitor pump. The customer reported via phone call that the insulin pump audio/beep anomaly and unexpected restart alarm. Customer's blood glucose at time of incident was 116 mg/dl. The customer was assisted in performing self-test and it passed. The customer was advised to monitor pump.